Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 72 and 76" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Correction: d2. The device was returned to zoll medical corporation for evaluation. The customer's report was confirmed to be caused by a defective pace/defib (pd) engine board. The pd engine board was replaced and scrapped to remedy the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.